Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye (os). The patient experienced lens rotation. The lens was explanted and in a subsequent surgery was replaced with a longer length lens. The patient expressed satisfaction with the outcome.

Manufacturer narrative:
Corrected data: b5- an article was published in bochner grand rounds, citing a case study of "hyperopia and icl with too small a diameter". The patient experienced low vault with rotation and refractive surprise. The article reported, 'at the one day follow up the patient's uncorrected vision was 20/400 in each eye. Examination revealed a 40-degree rotation of the icls significantly increasing astigmatism' and 'the vault, distance between the icl and crystalline lens was 100 microns'. The lens was explanted and replaced. Reportedly, 'both original icls were removed and to address the lens rotation, new lenses were custom ordered with a larger diameter. The new icls had a diameter of 13.2mm' and 'one day after the final procedure, the patients uncorrected vision improved to 20/25+ in both eyes with stability confirmed at one month. The patient expressed satisfaction with the outcome'. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6- health effect - clinical code (e): '2137' should be added. H11- manufacturer narrative: 'each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter' should be added. Claim# (B)(4).